Event description:
It was reported the patient was intubated and it would not pick up on the monitor. The tube was removed and another tube placed. There was no patient injury or impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). From the condition of the returned device, customer use was visible. The blue and red wires appeared to have been cut by the customer near the proximal end making the overall length of wires short. The connector pins and the remaining portion of the wires were not returned by the customer. For analysis purposes, a portion of wire coating on all leads was removed so resistance readings can be taken. The readings do not meet the specification and the low values of resistance is due to the short length of wires. Since the overall device integrity was not maintained, the reported failure could not be fully analyzed and confirmed. Conclusion- cannot complete investigation, incomplete device returned. (B)(4).